Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at service center and evaluated. Analysis did not confirm reported. Unit was evaluated and no problem found. Unit passed all testing. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. During quality inspection, performed service & repair functions. Coag foot pedal did not decrement from vapr 3 power settings on the vfd. The unit was evaluated and coag pedal would not perform as expected. This malfunction is due to a bad transmitter pcb. In order to correct this, the transmitter pcb was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Reported complaint could not be confirmed but there was a defect found impairing the function of the device during quality inspection. We cannot determine what caused the user to experience the reported event and the cause for the coagulation function not working is because of the bad transmitter pcb. A manufacturing record evaluation was performed for the finished device (product code: 227214, lot number: 1306124), and no non-conformances were identified. The device was returned to exchange pool after service. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that tow vapr vue generators and tow vapr vue wireless footswitches were all used in same case. They could not get the foot pedals to pair with the generators. The generator with serial number: (B)(4) read fault code 600-400, ref 28. The facility is asking for all replacements. This did cause a 5-10 minute delay to swap out with no patient harm. They were able to finish the case with like devices.